Event description:
Hcp reported "...not really what is sure what is wrong, but drug is not being infused. Evaluate the pin connector that is included. Physician would like a call if possible." The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.